Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code displayed and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on backup insulin pens if necessary, while technical support arranged shipment of replacement pump with updated software.